Event description:
I have had excellent hearing all my life, but I needed earwax removed from both ears. The audiologist used a suction/vacuum device. When he placed the tip of the tube in my ear and turned on the machine, I flinched and immediately said it was too loud. I tried to push his hand away. He agreed the machine was loud but said the procedure would be quick and cause no damage. Wrong. I was almost completely deaf for several months and still have severely impaired hearing as confirmed by tests done in an ent office.